Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had placed an impella cp pump to support a patient admitted in with st elevated myocardial infarction. The pump was placed and supported along with venoarterial extracorporeal membrane oxygenation. After six days of support, the pump was explanted. At the time of the explant, the pump had removal issues and the blue hub broke. The team was able to remove the whole device and close the groin site. No patient harm has been reported.

Manufacturer narrative:
The investigation for the product damage (bond failure) has been completed. The impella cp was returned for evaluation. Upon visual inspection, the blue suture hub was found to be disconnected from the repositioning sheath hub. No tearing of the blue suture hub was observed. The blue suture hub was able to be moved along the repositioning sheath and be reattached to the repositioning sheath hub. Clinical details noted that the physician met resistance when removing the pump. Due to the blue suture hub being fitted to the repositioning hub and not bonded, the failure mode was changed from "product damage (bond issue)" to "removal issues". The root cause of the removal issue was due to a use issue as excessive force was likely used when blue suture hub came off repositioning hub. D.4 revised expiration date as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-15063.